Manufacturer narrative:
No product was returned for investigation. The cause of the respiratory failure and atrial flutter was not determined due to insufficient clinical details. The cause of the bleeding is determined to be patient condition because of the bleeding form multiple sites. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced patient respiratory arrest. The patient was intubated and stabilized without need for resuscitation. The next day the patient experienced bleeding from bilateral groin sites. In response, the patient was transfused blood products. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.